Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient was required to wait for 1 hour under anesthesia per the follow up information provided by the customer. On (B)(4) 2016, it was reported that the hand piece switch was not working. On (B)(4) 2016, it was clarified that the issue occurred prior to surgery. An alternate device was retrieved for use during the surgery and the surgery was delayed about one hour, as they borrowed an alternate device from another hospital. There was no impact/damage to the graft harvest and no additional unplanned graft harvest was required from the patient. The device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure were required and the surgical technique for the product was not applicable. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver, width plates 1¿/2¿/3¿/4¿ and a power supply, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was may 16, 2012 where it was reported that the device needs calibration and the power cord assembly, power switch, ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was may 23, 2012 where it was reported that the power supply needed repair and the device was evaluated with no components replaced. This is not a related issue. The previous repair report for the electric dermatome, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The previous repair report for the electric dermatome power supply, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on september 20, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. There were no visible issues with the power cord. However, it appeared to be non-zimmer. The master blade, serial number (B)(4), sat flush with the control bar. The safety switch operated as intended. There were no visible issues with the width plates. The device was tested with the electric dermatome test power supply it #7247 under stroboscope it #929, and the motor speed was within specifications at 5758 rpm. The device was tested with the customer¿s power supply, serial number (B)(4), and did not operate. The device was then tested again with the electric dermatome test power supply and did not operate. The customer¿s power supply was of an older style. Repair of the electric dermatome was performed by zimmer biomet surgical september 22, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, neck and hand piece assembly. The service technician noted that the customer attempted to repair the device. The power cord assembly was non-zimmer. The electric dermatome power supply, serial number (B)(4), had no power and needed to be completely rebuilt. The power supply, handle, power cord assembly, fuse holder, power switch, cable assembly, mounting feet and housing were all replaced. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿the hand piece switch was not working¿ was confirmed since during initial inspection the power supply connected with the dermatome did not operate. The head and neck of the hand piece has some nicks and scuffs. There were no visible issues with the power cord. However, it appeared to be non-zimmer. The root cause of the handpiece switch was not working cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, neck and hand piece assembly. Also, the electric dermatome power supply, serial number (B)(4), was completely rebuilt. The power supply, handle, power cord assembly, fuse holder, power switch, cable assembly, mounting feet and housing were all replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. The electric dermatome power supply, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handpiece switch was not working. Patient was under anesthesia for an additional 1 hour while another device was brought from a neighboring hospital. No additional consequences have been reported as a result of this malfunction.